Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Pressure testing, clear passage under water testing, and functional testing were performed with no issues noted. The reported condition was not confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.